Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized event back on due to high blood glucose on (B)(6) 2014 with blood glucose of 1800 mg/dl. Customer's other blood glucose value was unknown. Customer reported motor error alarm. The customer was treated with insulin drip. Customer stated she in coma for 12 days and did went for dialysis. The customer was wearing the insulin pump during the hospitalization. The device was not expected to be returned for analysis.